Manufacturer narrative:
Device history record review: three complaints have been received on this lot. Sample analysis: there is no sample available for evaluation. Conclusion: the complaint is unconfirmed, therefore, event data will be trended per quality data analysis procedure.

Event description:
A report has been received stating that during a fill, a leak started to occur from the cassette. There is no report of injury to the patient. There is no sample.